Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a coyote es balloon catheter and a stopcock. The balloon was loosely folded with blood and contrast in the hub, balloon and lumen. Microscopic investigation of the balloon revealed a longitudinal burst 15mm long. There were kinks in the hypotube 3cm and 70cm from the strain relief. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The (B)(4) stenosed target lesion was located in a moderately tortuous and severely calcified artery below the knee. A 4mm x 40mm x 146cm coyote(tm) es balloon catheter was advanced for dilatation. The balloon was initially inflated at 10 atmospheres for 30 seconds, however, the balloon ruptured. The device was completely removed from the patient and the procedure was completed using another of the same device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in a moderately tortuous and severely calcified artery below the knee. A 4mm x 40mm x 146cm coyote¿ es balloon catheter was advanced for dilatation. The balloon was initially inflated at 10 atmospheres for 30 seconds, however, the balloon ruptured. The device was completely removed from the patient and the procedure was completed using another of the same device. No patient complications were reported and the patient's status was good.